Event description:
It was reported that during a pph procedure according to the longo technique, the surgeon found it difficult to turn the adjusting knob. The device partially cut and partially sutured. The clips applied were not properly formed. The procedure was finished using a new device. There was no adverse pt consequence.

Manufacturer narrative:
Date sent: 03/26/2008. Info anticipated, but unavailable at this time.